Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 00436004000, glenosphere centric 40 mm diameter +0 mm, lot # 64528397; catalog #: 0104223042, anatomical shoulder reverse, screw system, lot # 3021682; catalog #: 0104223036, anatomical shoulder reverse, screw system, lot # 3046119. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01610. Product location unknown.

Event description:
It was reported during an initial shoulder procedure, the patient's bone fractured when retracting to place the glenosphere. The surgeon was performing a bio rsa technique reverse shoulder replacement with the tmr+ glenoid components, surgical technique was followed to implant baseplate and screws. On insertion of the glenosphere, the surgeon struggled to place the glenosphere on the taper. While retracting to place the glenosphere the patient's glenoid was fractured. There was a 30 minute delay due to finding a way to appropriately treat the fracture. Attempts have been made and there is no further information at this time.